Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The blood glucose level at the time of the incident was 416 mg/dl. The customer reported that the insulin pump received a pump error alarm and the insulin pump was not coming back on. The insulin pump had a steady tone, the customer removed the battery and put it back in, and the insulin pump was resetting. The customer stated that when they tried to clear the alarm the screen went blank and they were unable to clear the alarm. The display returned after reinserting the battery. The insulin pump will not be returned for analysis.